Event description:
It was reported that the volume of exposure warning speaker of a digital panoramic x-ray unit gxdp-300 (serial # (B)(4)) is too loud, and has allegedly contributed to an operator's claim of permanent ringing in ears.